Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, while resecting the sigmoid colon, once the device was loaded and the green button was pushed, the reload failed to fire once the trigger was pulled, it would not advance the staples nor the knife. The surgeon was able to squeeze the handle. They opened an additional reload, which worked correctly to complete the case. There was no patient injury.